Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. The manufacturing investigation is in progress. A supplemental follow-up medwatch report will be submitted upon completion of the investigation. (B)(4).

Event description:
Complaint received by e-mail on (B)(6) 2014 from consumer's wife. She reported her husband has been wearing contact lenses for over 20 years. He recently changed to air optix at the beginning of the year for the bi-focal benefit. In the last six months he has had corneal ulcers in od (right eye) and os (left eye) at different times. It has required several trips to the ophthalmologist and antibiotics and steroids to help resolve. She stated recently he had approximately 11 ulcers on the cornea. His ophthalmologist has attributed it to wearing contact lenses. No additional information available at this time.